Event description:
It was reported to us through retrospective clinical trial that patient was administered antibiotic therapy (keflex 500 mg, 4 x 1) to solve incision infection of left knee. Outcome is resolved and severity of this event was deemed mild. Study investigator deemed this event as possibly related to procedure and unrelated to study device.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Corrections based on newly received information.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.